Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/5.0 mm balloon ruptured at unknown atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified. 90% stenotic lesion in the proximal right coronary artery. The physician used a terumo introducer sheath for vascular access and a runthrough guidewire and a launcher guide catheter to cross the lesion. The quantum maverick monorail 12/5.0 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".